Event description:
It was reported "the luer-hub was falling off from the extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc and lidstock for investigation. Signs of use in the form of biological material were observed in the extension lines. It was also noted that the catheter body was intentionally severed. The severed portion was not returned for analysis. Visual inspection revealed a hole in the distal extension line directly adjacent to the luer hub. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The total length of the catheter body measured to be 168mm which indicates that at least 39mm-59mm of the catheter was severed and not returned for analysis (per catheter product drawing). The outer diameter of the distal lumen measured to be 2.135mm which is within specifications of 2.130-2.210mm per distal extension line extrusion product drawing. The inner diameter of the distal lumen measured to be 1.4732 mm, which is within specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)". Water leaked out of the hole in distal line when flushed. The remaining extension lines flushed as expected. A manual tug test confirmed the medial and proximal extension lines were secure to their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had a hole adjacent to the luer hub. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicates the root cause is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub was falling off from the extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.